Event description:
It is reported that a customer had a crack in the reservoir compartment of their insulin pump. The customer's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with broken reservoir tube lip and belt clip slot. Unit received with scratched display window.